Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she was recently hospitalized due to high blood pressure. Blood glucose level at the time of admission was over 270 mg/dl. Customer reported that she was nauseous and having chest pains. The customer reported that she was given steroids, cortisone, and diphenhydramine. Customer stated that she thinks the insulin pump may not be functioning properly. The customer also reported that she was recently hospitalized due to high blood glucose levels, which may have been caused by cortisone. Blood glucose level at the time of the call was 302 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The customer will monitor the device and will not return it for analysis.